Event description:
It was reported that the patient would have the stimulator off and then the stimulator turns itself on. It was noted that this occurred while the patient was driving. It was noted that this started about one month prior to report. It was noted that it happened while she was driving, walking, or around the house. It was noted that the patient was confident that she was turning the stimulator off properly. It was noted that there had been no falls or traumas.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2013, product type lead. (B)(4).